Event description:
A 31 yr old white gravida 3, para 3 female, status post bilateral subpectoral inframammary surgitek/mcghan gels placed; right implant, 280cc, left implant 310cc, for ptosis and atrophy. Pt had left hematoma post operatively, requiring evacuation. Both breasts were evaluated at the same time. Post operatively, pt states the breasts have been sagging, left greater than right. Additionally, pt has occasional sharp discomfort on the left. A few weeks ago, pt noted a swollen gland in the left axilla-remains swollen now. Complaints offered include: arthralgias ("soles of fat"), myalgias, memory loss, hair loss, rash, sensitization to odors, palpations, and unusual body odor. Pt is otherwise healthy.